Event description:
It was reported that the patient had his gall bladder taken out on (B)(6) 2014. It was thought that the EKG had messed up their screen. The patient had been having problems recharging for the past three days. None of the boxes had been filled in. The patient tried using the programmer and it did not connect either. They last recharged last week and they felt weirdness in their back where the leads were. It was wondered if the EKG could have done something to their stimulator. It was noted that if electro cautery was used during the surgery it was possible that it could have interfered with their implantable neurostimulator (ins). It was recommended that they should consult their physician. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. There was an appointment date noted as (B)(6) 2015. The patient was still having concerns with their device or therapy but had not sought further help. The patient had been having trouble with the device not taking a charge. The patient was doing the charge every week, so it kept fully charged, and at the time of the report it hadn¿t been taking it at all. The patient had been contacted with no success by the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).